Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it could not confirm that there was record of the related customer reported issue. Functional testing was performed, and the customer's problem was not duplicated. However, it confirmed that lec 1310 was displayed during the self-check. The cause of the issue was possibly that the user did not use the battery with it inserted for a long period of time. The software was preventatively reinstalled.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. E:unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an error code was displayed. There was no patient involvement and no patient harm/adverse event reported.